Event description:
It was reported that a farawave 2.0 nav cath 31mm during preparation to treat an atrial fibrillation (a fib) presented the luer cracked and started to leak, making the device impossible to flush. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Event description:
It was reported that a farawave 2.0 nav cath 31mm during preparation to treat an atrial fibrillation (a fib) presented the luer cracked and started to leak, making the device impossible to flush. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Correction to the initial MDR in block(s) common device name (d2a), in section d - suspect medical device, device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, and init rptr also sent rep to FDA (e4), in section e- initial reporter. Device analysis: the device has returned for analysis. While flushing the irrigation line, drops of water were slowly leaking from the irrigation port. Microscopy revealed that there were some cracks in the connector piece of the flush tubing. The catheter also failed the 'pressure decay - low pressure test', confirming that a leak path was present. Since the catheter passed all leak testing performed on the manufacturing line, it is likely that the observed damage occurred either during shipping or during catheter preparation in the field. The allegations were confirmed through product analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labelling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave 2.0 device confirmed that the event of luer damaged/defective is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The threshold has not been exceeded, and risk benefit of the product is acceptable. Investigation conclusion: boston scientific has selected the conclusion code 'cause traced to component failure' based on analysis of the returned device. Since the catheter passed all leak testing performed on the manufacturing line, it is likely that the observed damage occurred either during shipping or during catheter preparation in the field.